Event description:
The customer reported that the device, y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr, was being used during a mbo procedure on (B)(6) 2025 when it was reported, ¿after guide insertion and drilling, during the process of inserting the anchor to the bone using a mallet, the suture broke while pulling it out to check fixation. The anchor and suture were not returned as they were disposed of at a hospital. After product inspection, it was found that one unit had a broken shaft". Further assessment that the fragmentation of the device had fallen into the surgical site and was retrieved using forceps. The procedure was completed with an alternate device causing a 15-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, item y1301 found anchor shaft bent (damage) and broken off. Inspected per print. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force on the instrument. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 16 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, y1301, flex 1.3mm allsuture anch w/1-#2 wht/bl (5metric) hi-fi sutr, was being used during a mbo procedure on (B)(6) 2025 when it was reported, ¿after guide insertion and drilling, during the process of inserting the anchor to the bone using a mallet, the suture broke while pulling it out to check fixation. The anchor and suture were not returned as they were disposed of at a hospital. After product inspection, it was found that one unit had a broken shaft". Further assessment that the fragmentation of the device had fallen into the surgical site and was retrieved using forceps. The procedure was completed with an alternate device causing a 15-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.